Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her screen was going partially black and there was a zig zag line across the screen of her insulin pump. The customer's blood glucose was not known during the incident, but was 70 mg/dl while reporting. The customer stated the insulin pump was neither dropped nor bump. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display anomaly was noted. The insulin pump was received with minor scratches.